Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative had the patient's mother repair the g5 application and g5 transmitter, this was successful. No additional patient or event information is available.